Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 ( health effect - clinical code).

Event description:
It was reported and learned through medical records that a patient with a 21mm 11500a inspiris resilia aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to severe aortic insufficiency. The patient presented with chronic diastolic chf, nyha class ii. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient tolerated the procedure well and was discharged on pod #1. Per medical records, tee demonstrated abnormality in right coronary cusp leaflet, moderate to severe aortic regurgitation with mean gradient of 18mmhg. The patient underwent successful valve-in-valve procedure. The final angiographic result was good. There was no pvl or prosthetic gradient. The patient tolerated the procedure well and was transferred to the pacu in stable condition. The patient was discharged on pod #1.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 4 years, 10 months due to aortic insufficiency. The tavr was performed with a 23mm 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient, including cad, CABG, hld, and smoking. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.